Event description:
It was reported that the pump was interrogated, revealing a ¿disabled battery¿ alarm and a reservoir volume of 7.5ml. It was indicated that normal battery depletion occurred. No other alarms or logs were noted. The patient was later brought to the operating room (or) and was prepped for a pump replacement. The healthcare provider (hcp) proceeded to remove the pump from the mesh pouch and, in doing so, cut the existing catheter close to the pump connection because it was embedded in the mesh. Attempts to aspirate t he existing catheter were unsuccessful, so it was decided to replace the entire system at that time. A catheter occlusion occurred. Meanwhile, a technician pulled the existing morphine out of the old pump and pulled 17ml rather than the expected 7.5ml. The hcp inserted a new catheter without complications. The catheter tip was confirmed to be in the intrathecal space, with the tip at ¿top t8.¿ the catheter was anchored and tunneled to the right abdomen. A technician inserted a 3ml rinse into the new pump and then discarded the fluid. The pump was then filled with 14ml of 50mg/ml morphine. Per the hcp¿s orders, the dose was decreased from 6mg/day to 2.4mg/day, since it was suspected that the patient had not been receiving adequate therapy, as related to the reservoir volume discrepancy. The patient was held overnight in the neuro intensive care unit (ICU) and was discharged the next day with good therapy and no signs or symptoms of overdose or withdrawal. At the time of this report, the patient status was indicated to be ¿alive-no injury.¿ the device system was used to deliver morphine. It was later reported that at the pump replacement, when aspirating the contents of the old pump, 6-7ml was expected. The catheter was then checked and was unable to be aspirated. The patient had to be re-prepped for both a catheter revision and a pump replacement. Upon removing the existing catheter, a catheter kink near the pump was also noted. It was later reported that the initial pump replacement was a prophylactic removal to avoid in-vivo batter depletion. It was later reported that, preoperatively, it was noticed that the battery alarm was disabled. As of (B)(6) 2014, the patient was doing well and receiving good therapy.

Event description:
It was reported that the patient had underdose symptoms. It was noted that it was an unknown location. It was later reported that the manufacturer¿s representative was not sure why or how the alarm was disabled. It was noted that the patient was being managed by an out of town physician.

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found pump motor gear train anomaly, corrosion and/or wear and/or lubrication. Analysis found green residue in the pump tube compartment and roller arm. Analysis found residue on the top plate jewel of gear 3, 4 and 5. Analysis found significant residue on lower shaft of gear 4. Analysis found residue on lower shaft of gear 6, rotor magnet. Analysis found significant residue on the bottom plate jewel of gear 3, 4 and 6.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump device was returned to the manufacturer. However, the catheter device was not. Concomitant products: product ID 8709, lot # j10943r51, implanted: (B)(6) 2001, product type catheter; product ID 8709, lot # j10943r51, implanted: (B)(6) 2001, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.